Event description:
It has been reported to philips that the image quality is not good. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed image quality is not good. The fse found that the cause of the reported problem was issue with power inverter, power inverter not supplying enough kv to generate good image quality. The fse replaced power inverter in generator, dose and kv calibration, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.